Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited capture anomaly, sensing anomaly, and noise. The lead was not used and replaced successfully. The patient was in stable condition.